Event description:
Pt presented with a grating feeling in the knee joint was x-rayed and found the poly retaining screw had backed fully out and was located in the posterior joint space. Pt has taken back to surgery and a new poly and retaining screw inserted. The femoral component was inspected with no remarkable damage. MFR #(B)(4).